Event description:
During a coronary artery drug eluting stenting treatment procedure the stent embolized and a dissection occurred. Vascular access was via the right radial artery. The target lesion was a severely tortuous, severly calcified, 80% stenosed, 3mm diameter segment of the left anterior descending (lad) coronary artery. The physician predilated the lesion using a 2.5x3mm balloon. During manuevers to advance a 32x3.00mm taxus liberte' drug eluting stent across the curves of the middle third of the lad, the stent moved out of the center of the balloon. The stent was removed with a snare, entering through a dissection performed on the right humeral artery. The right humeral artery was repaired. The procedure was completed with the implanting of two liberte' bare metal stents and a driver bare metal stent. Medications received were plavix, heparin and atenolol. Additional information has been requested. This product is only similar to a marketed us device.